Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was unable to verify and duplicate the reported issue. After completing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device did not deliver defibrillation energy. There was no patient use associated with the reported event.